Event description:
International surgeon reported he lost a needle within the abdominal cavity of a patient during a laparoscopic procedure. Details regarding event not provided. X-ray was performed, but no needle could be visualized. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.